Event description:
It was reported that the preloaded intraocular (iol) was incorrectly released and the lens was removed. The issue was noticed after insertion into the eye. There was no medical/surgical intervention required. The issue was possibly due to use error. No other information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.